Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis could not confirm the customer comment of an issue with the analyzer. Analysis found no faults with the analyzer. (B)(4).

Event description:
It was reported that the programmer was slow to start up and that the user had trouble using the analyzer. Each time an option was attempted to be selected on the screen it would take a very long time to load up, a very delayed response. The programmer was changed out and returned for service. Both the programmer and the analyzer will be reported on pending analysis results. No patient complications have been reported as a result of this event.